Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg value not provided). Customer met with their diabetes educator. Pump settings were adjusted and elevated bg was resolved. Customer declined further follow up from tandem technical support.